Event description:
It was reported that the pump did not deliver the correct amount of total basal insulin. Review of the pump data by tandem technical support determined that intermittent occlusion alarms had occurred. Reportedly, the pump supplies were changed to address the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose was 485 mg/dl.